Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and loaded a cartridge to address the event. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer gave a manual injection to address bg. It was also reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer reloaded the cartridge to address the issue.